Event description:
It was reported that the ilet screen became unresponsive and was later found to be cracked, rendering the touchscreen unusable and preventing device access; a replacement device was arranged and the user planned to return the damaged unit. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the touchscreen with evidence of stress-related damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.